Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-13995n multifire scorpion needle broke inside the patient. With the assistance of a c-arm fluoroscopy, surgeon was able to locate and remove the broken fragments about an hour later. This was discovered during a shoulder join procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.